Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime test and displacement tests. Device was received with stuck motor error alarm loop during bolus delivery. Unable to perform the error alarm test , occlusion and excessive no delivery test due to motor error alarm. Motor passed motor test. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 132 mg/dl. Troubleshooting was performed. The device was returned for analysis.